Event description:
It was reported that during a prostate procedure the fiber was noted to have commenced "aiming beam was firing straight out of fiber." The procedure was completed with the use of a second fiber. Patient outcome: "ok" was reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap remains attached and exhibits a drilled through condition; the bevel section does not appear melted; the glass cap exhibits moderate detritus adhesion around the hole. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
Refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.